Manufacturer narrative:
During follow-up with user facility personnel, it was found that two additional harmonyair a-series surgical lighting systems had cracked light handles (B)(6). The three light handles are being returned to steris for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, a small piece of the light handle to their harmonyair a-series surgical lighting system broke off and fell into the sterile field. No report of injury.